Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip tang broken at the force amp pulley. The broken pieces were not returned with the instrument and measured approximately 3.50 mm. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard/metal objects such as staples and clips during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, parts came off a prograsp forceps instrument. The procedure was completed with no reported injury.